Manufacturer narrative:
The subject device was received at regional repair center service department olympus .the subject device inspection and evaluation has started and is in progress . The device evaluation final and complete report has not yet been received.supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation

Event description:
Customer reported with an issue of "error 128". The issue found during an unknown event. No harm was reported. No patient injury, no user I jury reported due to the event.device evaluation , service repair noted clogging on the nozzle due to foreign material that cannot be removed due to buckling of each channel nozzle. This report is being submitted for clogging on the nozzle due to foreign material that cannot be removed due to buckling of each channel nozzle (reprocessing issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9 return date (inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. An additional reportable defect was found during investigation: light guide lens with chemical remains. The additional non reportable defects were found during investigation: neither air nor water at the output of endoscope has been observed due to a nozzle clogged, a rubber (bending section cover) gluing worn out and separated, c-cover (plastic distal end cover) insulation out of range, knob play and less angulations, breakage of up/down knob with insufficient torque, light guide tube wrinkled, contact of plug unit damaged, scope connector case unit cracked. Based on the results of the investigation, it is likely that the foreign material found in the nozzle would likely have accumulated and clogged during the procedure. The root cause was unable to be determined for the chemical that remains on the light guide lens. The foreign materials were unable to be identified. The event can be prevented by following the instructions for use which state: "operation manual includes the detection way in chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
Additional reportable defect was found during investigation: light guide lens with chemical remains.